Manufacturer narrative:
Correction submitted as follow-up #1 on 10/17/2016: per qm audio review, the patient had her pancreas removed for cancer 5 years ago, has been on the pump for 4 years and states it has never helped maintain control of blood sugars. Patient has been working with hcp and trainers to adjust settings over the years but says nothing works. Patient is very upset that no one can help figure out what to do to get bg under control.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas stating, ever since the patient started using the pump, the patient's blood glucose (bg) measurements were unable to be controlled. The reporter did not indicate whether or not the patient experienced a high or a low. There was reportedly a 911 protocol initiated with no further details. The patient reportedly was agitated and stated while on the pump for 4 years, the device never help to control and maintain blood sugar levels. The patient reportedly was working with the health care provider and trainers to adjust pump settings over the years and stated nothing on the device worked. Reportedly, no one was able to assist the patient on what to do to control bg levels. The patient reportedly did not allege a specific issue with the pump but just stated the diabetes was out of control, nothing has worked for 4 years with the pump and was very disappointed with the pump. Animas customer technical support (cts) reportedly followed up to obtain additional information with no resolve. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy. There was no indication of the exact bg measurements or whether or not the patient experienced any symptoms. This complaint is being reported because the patient may have experienced an adverse event while on insulin pump therapy. There was no indication of the exact cause of the patient's bg issues and whether or not there was a pump malfunction or training misuse that contributed to the reported incident.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 11/23/2016. The device was returned to animas and evaluated by product analysis on 10/24/2016 with the following results no defect was found.. Pump powers on with a clear and legivle display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.